Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and the information provided it is confirmed that foreign material adhered in air/water-channel, air/water-cylinder, insertion section, bending section cover, cover of channel from provided photos by (sales) service business center. However, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown whether, there were any obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): labelling the suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information be provided, a supplemental report will be submitted.

Event description:
While evaluating an olympus evis exera iii gastrointestinal videoscope, it was discovered that the connecting tube, the adhesive on the distal end, and the cover of the channel all had foreign material present. There was no patient involvement during this event.